Event description:
It was reported that during the procedure, while being implanted, the cage broke. The case was removed and replaced with an alternate implant. There were no reported patient impacts associated with this event.

Manufacturer narrative:
Corrections in: d1. Additional information in d4: expiration date and UDI, h4, and h6: method, results, and conclusions. The product was not returned for evaluation. However photos were provided that confirm the cage fractured consistent with impaction of anchoring plates. A review of the DHR did not identify any manufacturing issues that would have contributed to this event. The cause is likely attributed to forces placed on the device during impaction that exceeded its capabilities.

Event description:
It was reported that during the procedure, while being implanted, the cage broke. The case was removed and replaced with an alternate implant. There were no reported patient impacts associated with this event.

Manufacturer narrative:
Corrected information in d9, h3, and h6: investigation type and conclusions. Additional information in h6: component. Device evaluation the returned device matches the information in the complaint file and was examined. Visual inspection revealed the cage has fractured. Potential root cause a definitive root cause cannot be determined with the information provided. Previous evaluations found the fracture can occur due to the plate applying force on the strut that is on the anterior side of the groove. The force can come from the plate entering hard bone and bending from the resistance, from the cage moving posteriorly after the plate has been partially or totally inserted, or from the first plate not being fully inserted or some other obstruction in the groove. Device usage this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure, while being implanted, the cage broke. The case was removed and replaced with an alternate implant. There were no reported patient impacts associated with this event.